Event description:
Reporter stated that when the surgery technician opened the lens case and removed the three piece silicone intraocular lens model aq2010v from its case, they noticed the haptic to be bent straight up. They put the lens back into its case and did not use it. No patient contact.

Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the lens shows that one haptic is bent. Conclusions : no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined.